Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels rose above 22 mmol/l (396 mg/dl) and ketones measured 5.7 mmol/l while wearing the pod between 5 and 24 hours. Patient reported the pod was leaking and the cannula came out, dislodging from the infusion site (abdomen). The patient was not feeling well and had difficulty breathing. The patient called the ambulance and was transported to the emergency room. Pod was removed and discarded at the hospital. The patient was given fluids for dehydration and an IV for insulin and potassium. The patient was released the following day (B)(6) 2025.